Event description:
It was observed that during the device evaluation, there was corrosion observed on the vent cap of the bronchovideoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as component damage or degradation, electrical issues, ambient temperature problems, or maintenance issues. The most probable cause of this complaint is anticipated or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.